Event description:
It was reported that the customer experienced an issue with being stuck in a fill tubing loop twice over the past two to three months. There was no adverse impact on the customer's blood glucose level, as values remained within normal range. The customer resolved the issue by changing the cartridge and successfully resumed insulin delivery, with no further assistance needed.